Manufacturer narrative:
Concomitant medical products: dtmb1d1 crtd, implanted: (B)(6) 2019.if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead was explanted due to an infection. It was noted that the source of the infection was the lower abdominal incision where lead was inserted. Cultures were taken and antibiotic treatment was necessary. No further patient complications have been reported as a result of this event.